Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 80% stenosed, eccentric, de novo, 12mmx5mm target lesion contained >45 and <90 degree bend and was located in the moderately calcified mid left anterior descending(lad) artery. Following the standard procedure, a non-bsc guide catheter and a non-bsc guide wire were advanced towards the target vessel. Subsequently, a 5.00mm x 12mm liberté¿ stent was selected for use and advanced but failed to cross the lesion. The device was removed and the physician noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).